Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a trial procedure on (B)(6) 2021 that the physician had a difficult time accessing the epidural space due to excess scar tissue. The physician decided to abort the procedure.